Event description:
Investigation results completed on a smiths medical ventilators/pneupac ventilators ventipac .

Manufacturer narrative:
Investigation results completed on a smiths medical ventilators/pneupac ventilators ventipac . Physical device was visually inspected and found to have front panel and gas supply indicator damage. Testing verified complaint and no leds alarms working. This was isolated to interface board and battery holder. Unknown what caused the problem. Other repair summary included : replaced damaged oring, and upgraded the check valve. Re-bent front panel. Installed pm kit 510a3039. Device passed all delivery testing.

Event description:
Information was received indicating that the led's to a smiths medical pneupac® parapac® ventilator were not cycling. There were no reported adverse effects.